Manufacturer narrative:
UDI: (B)(4). Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the locking components, bearings, and cable/cord/wiring of the motor device were damaged. It was determined that the hose was damaged and had a hole/cut in it. It was observed that the device displayed error codes e6 (overheat warning) and e5 (fault in handpiece warning), the motor and controller were defective, the locking parts were damaged, and the test run was not possible. It was further determined that the device failed pretest for no short circuit between sensors gnd and connector body (42)., no short circuit between 5vdc line and connector body (42)., no short circuit between hall sensors and connector body (42)., no short circuit between phases and connector body (42)., motor thermistor assessment, loctite and cable assessments , and cutter lock assessment. It was noted in the service order that the device displayed an e2 (handpiece lock engaged warning) error code. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.